Event description:
The physician reported the multifocal intraocular lens was removed and replaced without complication, due to an incorrect diopter implanted initially.

Manufacturer narrative:
The lens was received with the optic cut in pieces precluding diopter measurement. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. A review of the historical complaint data base revealed that no similar complaints from this lot number were received. Our investigation of this event reasonably suggests, it is not manufacturing related.